Event description:
In (B)(6) of 2015, I had a natrelle breast implant implanted into my right breast. I never developed breast tissue on my right side, and my left side was a c-cup so the difference was significant. I had the implant placed in (B)(6) by dr. (B)(6) and (B)(6). I had this done awake (voluntarily) and the procedure went well. I have not had any issues until last (B)(6) when I developed severe pain in my right breast around the nipple. I saw my obgyn and she sent me for an ultrasound and mammogram and found a mass and a cyst. The cyst was drained and the mass had to be biopsied (I now have a permanent clip in my right breast). The biopsy was inconclusive but they were concerned and have had me follow up for frequent ultrasounds, mammograms, and physical examinations to ensure the mass does not grow. FDA safety report ID# (B)(4).